Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that the ra lead was capped due to lead fracture and loss of capture. The physician had attempted to do a laser lead extraction without success. The patient was at high risk for infection so the physician decided to perform a generator change as well after capping the ra lead. Ai is pertinent because it gives further observation on the event. No additional adverse patient effects were reported.